Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. Additional patient/device information: it was later reported that the doctor performed the revision surgery to revise the pocket and reposition the shunt. It was also reported there was no allegation that the device had malfunctioned or was not working properly. The report stated that the patient has a strata shunt implanted, catalog number and lot number remain unknown. The device information has been updated. It was confirmed the device remains implanted and the patient is doing well. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient had a vp shunt revision on (B)(6) 2015. According to the report the patient was having a follow up MRI on (B)(6) 2015 to check status of the shunt.